Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer was unable to provide an exact blood glucose (bg) value, but stated that their bg ranged from 70 to 240 mg/dl. Reportedly, the customer was able to clear the alarm, reload the cartridge, and resume insulin delivery.